Event description:
The customer reported erratic latron controls and approximately ten drops of diluent leaked at the bottom of the instrument following system start-up cycle involving the coulter lh 500 hematology analyzer. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient samples were not analyzed during the event. No patient results were generated. A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) observed fluid leaked at the probe of the instrument. The fse also noted erratic latron control values. The fse replaced the blood sampling valve (bsv) and resolved the fluid leak issue. The fse realigned the flow cell and latron controls were within specifications. The fse indicated the failed latron controls were not related to the fluid leak. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published specifications. (B)(4).